Event description:
According to the medwatch report dated 09/19/2005 and received on 08/24/2006, bioglue was utilized for a ureteric anastomosis anastomosis and leaks were observed around the anastomotic site.

Manufacturer narrative:
The MFR has initiated an investigation that is ongoing.